Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident was 357 mg/dl. During troubleshooting, it was advised to disconnect at the quick release and run fixed prime; they were unable to due to the insulin pump asking to rewind. She was then instructed to disconnect and reconnect the infusion set and reservoir and run manual prime; insulin did not exit and there was greater than normal resistance when pushing the plunger. It was explained that the alarm was caused by a set/reservoir connection issue and advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.